Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 3550-29, lot# n502341, implanted: 2015 (B)(6); product type accessory product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient needed to have the lead revised. The healthcare provider (hcp) thought the lead moved up and they needed to pull it back down. X-ray showed that it had moved lateral and thus the patient had so much stimulation in the rib and breast area. A revision occurred on 2015 (B)(6). The hcp was unable to reposition the existing lead successfully and thus it was removed. The hcp placed two new leads due to the patient¿s scoliosis and wide canal and the hcp was afraid they were going to move again once the patient was no longer prone. Both leads intra-op provided coverage to the patient¿s painful areas. In recovery the furthest right lead did again stimulate all the ribs and breast and abdominal area once the patient sat up. The second more midline did provide needed coverage at the top of the lead. The patient was later seen by a manufacturing representative (rep) and they reprogrammed the patient and she so far was doing ok with her coverage.